Event description:
I had a left total hip replacement on (B)(6) 2004, receiving the acetabulum depuy pinnacle 60mm cup and metal-on-metal insert, 36mm insert. Femoral component was joint medical products 15/20 with a 20-b large ztt sleeve. The neck was a #36 +8 lateral offset neck and a #36 +0 morse taper. Within 7 months of the left hip implant, I started feeling a clicking in the left hip, and weakness. X-rays showed evidence of probable impingement on left side. In (B)(6) 2012, x-rays showed cystic change in the greater trochanter of left hip consistent with osteolysis. I was diagnosed with metal on metal replacement of left hip with trochanteric osteolysis. An MRI revealed synovitis of the left hip. In (B)(6) 2012, my physician diagnosed crevice corrosion versus articular metal on metal problems and advised a total revision, changing to a smaller head and changing the bearing surface to polyethylene. Physical therapy.